Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The customer obtained elevated accu tni results on eight (8) pt's samples. The results were reported out of the lab. The actual results were not supplied by the customer. Based on available info, pts were admitted for monitoring and some were given heparin therapy. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
One qc level failed and recovered within range upon repeat. The pt samples were set-up for auto-verification and were released. The customer repeated qc later which failed. Per customer, they found a probe "snapped off." Pt samples were re-tested between the two qc run times and 8 samples did not replicate. Although the customer obtained multiple hardware errors listed in the event log in 2007, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.